Manufacturer narrative:
Other devices involved in this event: brand name: heartware¿ ventricular assist system battery. Medical device: battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30, UDI #: (B)(4). Device available for evaluation? Yes . Device evaluated by manufacturer? Yes, returned to manufacturer. Device mfg. Date: 2018-02-12. Labeled for single use? No preliminary product analysis: battery ((B)(4)) passed visual and functional testing, ((B)(4)) passed visual inspection but failed functional testing, as of the date of this report the investigation is still ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware¿ ventricular assist system battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30. (B)(4). Not returned to the manufacturer. Mfg date: 2016-04-30. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching. Both batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery, (B)(4), revealed that the device passed visual examination and functional testing. Battery, (B)(4), passed visual examination; however, functional testing revealed that the battery flashed red on the battery charger due to a high max error. This is an additional observation not related to the reported event. The max error is an indicator of how well the batterys relative state of charge (rsoc) is calibrated. The battery is still able to provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to this out-of-calibration condition. The most likely root cause of the observed high max error can be attributed to a battery that is out of calibration. Log file analysis revealed that the controller in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events involving the batteries. As a result, the reported event could not be confirmed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date updated to 07-aug-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one battery would emit an alarm when connected to the controller. It was also reported that one of the batteries would emit a flashing red light when connected to the battery charger.